Event description:
It was reported that during a paroxysmal a-fib procedure, the physician was trying to induce arrhythmia and the pacing cable was not able to do pacing. After follow up with the customer to obtain detailed information regarding the event, it was stated that by replacing the cable for a new one, the system was restored normal and the case was completed. The physician considered that this could be a potential risk to patient in vt (ventricular tachycardia) procedures.

Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair records investigation is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during a paroxysmal a-fib procedure, the physician was trying to induce arrhythmia and the pacing cable was not able to do pacing. The system was checked and they found that by replacing a new pacing cable, the system was restored to normal. The DHR associated with carto xp # 4333 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.